Event description:
It was reported that the device entered backup mode with no high voltage defibrillation therapy available following an magnetic resonance imaging (MRI) scan. Upon investigation, it was due to not reprogramming the device into MRI mode. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.